Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that shock lead impedances measured 114 ohms on the right ventricular (rv) lead. It was noted that impedances have been stable over the last year. Technical services recommended to continue to monitor as it does not look like a lead issue and provided programming options. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received in which technical services confirmed there was a gradual rise in shock lead impedances. At this time, the lead remains in service. No adverse patient effects were reported.